Manufacturer narrative:
As reported, patient developed left breast pus infection post implant of galaflex lite and underwent excision of wound tissue. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. Infection is clinically understood potential complications of surgery and identified in the adverse reaction section of the instructions-for-use, supplied with the device as possible complications. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. An unresolved infection may require the removal of the scaffold." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a bilateral subfascial breast augmentation with implant of a galaflex lite mesh that was cut in half and used bilaterally on (B)(6) 2024. It was reported that the patient developed a pus infection at the incision site on the left breast starting on (B)(6) 2024. On (B)(6) 2024 patient underwent re-excision of open area (wound tissue) and closure and started on keflex (antibiotic) and the infection was cleared.